Event description:
It was reported that the customer had to replace a PICC for a patient due to a fractured catheter. It was further reported that the customer noted that it may be a result of incorrectly dressing the PICC where the line was dragged across the acf and that it was most likely due to constant kinking, the catheter broke in that area and started leaking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 6 fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Kinks were observed in the catheter approximately 1.6 cm and 10 cm distal to the molded joint. The 0 cm depth marker was observed to be slightly faded. A spraying leak was observed just distal to the molded joint when the grey lumen was infused with water. A microscopic observation revealed a very small longitudinal split just distal to the molded joint. The edges of this split were observed to be rough, and whitening of the catheter material was observed around the edges of the split. The surface of the catheter material around the area of the split was observed to be less lustrous than the rest of the catheter. While handling the sample, the material at the location of the split was observed to be quite soft and prone to kinking. The shape and observed physical characteristics of the split in the catheter, and of the material surrounding the split, are consistent with damage accumulated through material fatigue. Material fatigue can occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter material. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the customer had to replace a PICC for a patient due to a fractured catheter. It was further reported that the customer noted that it may be a result of incorrectly dressing the PICC where the line was dragged across the acf and that it was most likely due to constant kinking, the catheter broke in that area and started leaking.